Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many minutes/hours was the procedure prolonged by?

Event description:
It was reported that during a gastrectomy, at the time of positioning the device, it was a failure when the surgeon tried to fit the anvil and the punch. When the surgeon was making the assembly to the punch, it was retracted automatically and the instrument's closing knob turned alone and closed. It was observed a prolonged of the anesthesia time and esophageal clamping time. The stapler was changed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p57522. Device evaluation: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present and cut, only anvil half, indicating that the instrument achieved a full firing stroke; however the instrument was received fully loaded with staples. A new washer was placed on the instrument and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the washer was cut without the instrument deploying the staples, it is possible that the returned anvil does not belong to the returned device. It is impossible for a device to be fired multiple times due to the design. The adjusting knob functioned as intended and without any difficulties noted. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how many minutes/hours was the procedure prolonged by? 35 minutes